Event description:
It was reported by service report that the foot end locks and will not lower as a result of the manual release handle being out of adjustment.

Manufacturer narrative:
Result: manual release handle.